Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the ccp the pump stop was accompanied by an "underspeed" error message. They were using 1:4 delnido tubing, they tried reducing the occlusion and they were unable to set occlusion due to the pump jam.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a "pump jam" occurred on the cardioplegia roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. The roller pump was sent to service for further evaluation. The service repair technician (srt) was also unable to duplicate the reported issue of pump jam. The srt performed full functional testing of the pump with no unexpected results. Roller pump passed release testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During the laborartory evaluation, the reported issue was not duplicated. The roller pump functioned as expected at optimal occlusion. The product surveillance technician (pst) observed an ¿underspeed¿ message then ¿belt slip¿ message when the pump was tested at 80 clicks past optimal occlusion. The pst observed expected results when testing pump with pump jam test fixture. There is no indication in the data log analysis that a pump jam occurred. The roller pump was sent to service for further evaluation.